Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction/compression was confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6). A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported infection and chest pain could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The distal portion of the pump cable was returned with the modular cable attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. Upon removal of the bend relief, a lengthwise crease was observed along the black line of the graft material. A larger accumulation of tissue ingrowth between the graft and the bend relief was observed over the crease. This ingrowth was smooth and appeared to have filled in and formed around the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed a trace amount of coagulated, post-explant blood but no evidence of developed or adhered thrombus formations. A specific cause for the observed outflow graft distortion or a duration of time for which it was present could not be conclusively determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. No alarms were reported in association with this event. The lvad event and periodic log files retrieved from the returned device captured low flow events consistent with the patient¿s exchange surgery on (B)(6) 2022. No other atypical events were captured leading up to the surgery and the pump appeared to have function as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2018. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the sealed outflow graft"), explains how to prep and attach the sealed outflow graft to the aorta. Furthermore, section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2022. The reason for the exchange was due to infection and outflow graft obstruction. The exchange was performed with no issues. The outflow graft of exchanged pump was cut open after surgery and a yellow substance was found inside, and was also visualized on the patients computed tomography scan. The surgeon noted minimal amounts of purulent drainage in the superficial part of the driveline, no purulence around the pump. ICD was removed due to infection. The patient was recovering in the intensive care unit related to prolonged in intubation due to respiratory failure second to lung opacities thought to be due to the infection. The patient eventually awoke and was following commands.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with chest pain. Pulmonary embolism protocol was initiated and computed tomography results revealed outflow graft obstruction, with the location of the compression not specified. There was no change in echocardiogram or left ventricular assist device (lvad) parameters. The initial plan was to stent the outflow graft however the patient was found to have bacteremia. A new plan was made to undergo an entire pump exchange. The exchange has not yet been scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.